Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device stopped ventilating and displayed an unknown "system failure" message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a 55-year-old female patient, the device stopped ventilating and displayed "exhalation system failure 1060" and "exhalation system failure 1061" error messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device log supports the customer report that the device issued high priority alarms 1060 and 1061 related to exhalation for 3 consecutive breaths. Analysis of reports of this type has not identified an increase in trend.